Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7088425.

Event description:
It was reported that patient had redness and tenderness around the battery site. It was noted that there was a sign of infection at the thoracic and pocket incisions. The patient was placed on antibiotics and was doing well. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was not released by the facility.